Event description:
Olympus medical systems corp (omsc) was informed that during crushing calculus inside the bile duct, the dr could not crush it and remove it from the basket. The doctor used bml-110a-1 to crush calculus and withdrew the lithotripter from the pt. After that, he removed calculus with grasping forces and completed the procedure. There was no report of pt injury regarding this report.

Manufacturer narrative:
The subject device was not returned to omsc for investigation since the device was discarded by the facility. The exact cause of the user's experience could not be conclusively determined. The doctor reported that the calculus was hard. Therefore, omsc considers that it was too hard to crush the calculus.